Event description:
Information was received from a health care provider (hcp) regarding a patient (pt) with an implantable neurostimulator (ins). Caller states the pt indicated to caller that the leads are 'broken'. The pt noted that they fell in (B)(6) 2025 and something jarred them and now the leads have impedance issues. The pt indicated that after the fall they were getting shocks from the system so a manufacturer representative (rep) met with the pt after the fall and 'turned off the leads'. The caller inquired about the pt's MRI eligibility given the situation. Agent reviewed MRI eligibility with compromised leads, agent reviewed impedance tests are not required per spinal cord stimulation (scs) MRI labeling. The caller is going to elect to follow up with the managing doctor as well.

Manufacturer narrative:
B3 event date is approximate. Month and year of the event were confirmed to be valid. Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6) , ubd: 10-dec-2025, UDI#: (B)(4). ; product ID: 977a290, serial/lot #: (B)(6) , ubd: 05-nov-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.